Event description:
It was reported that the surgeon was doing an insertional achilles repair/haglunds excision on (B)(6) 2014 using a 3.0 small joint suture tak, ar-8934bnf. Surgeon put 2 anchors into the calcaneus. With the first anchor there was no issue as he drilled using the drill set for the 3.0 suture tak. The second anchor (same lot number) was inserted and the inserter/handle was not coming out. Surgeon said he knew it broke, not the anchor itself but the metal tip that is at the end of the inserter. The anchor did stay in, it did not pull out or affect the strength of the construct/procedure. The metal tip remained in the anchor. The achilles was repaired. No patient information given.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the driver's distal tip is damaged and broken-off at its distal suture slot area based on the information provided and device evaluation, this type of event is typically caused by prying/leveraging the driver while the implant is still loaded and/or over insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.